Event description:
Rep reported the helical retractor service loop detached from the tissue mold causing the helical retractor to dangle. The dangling helical retractor is loosely connected parallel to device body, not protruding in a fixed perpendicular fashion and hence was safely removed. There were no adverse patient issues. The procedure was completed using a second device.

Manufacturer narrative:
Findings: the service loop disconnected from the tissue mold elbow due to a manufacturing process issue. (B)(4), released on (B)(4) 2009, validated a change to the bonding process which increased the process capability cpk from 1.0 to 1.78. This malfunction report is now being reported after written feedback from cdrh regarding this failure type.